Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one unrelated approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations

Event description:
A technician reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The technician indicated that the dialysis machine alarmed and a blood leak was found on the arterial side of the dialyzer. In a follow up, the facility administrator provided patient information, but no further event details. The dialyzer is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A technician reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The technician indicated that the dialysis machine alarmed and a blood leak was found on the arterial side of the dialyzer. In a follow up, the facility administrator provided patient information, but no further event details. The dialyzer is available to return as a sample product.